Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip fell off inside of the patient and was retrieved. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no patient injury reported.